Event description:
It was reported that the insulin pump squirted insulin during the manual prime. It was confirmed that the customer was not connected to the device during the prime. Troubleshooting was performed, and the drive support cap was flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.